Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During follow up several egms were taken showing lead noise. Hence, the lead will be explanted.

Manufacturer narrative:
Analysis found insulation abrasions. Without return of the entire lead, a complete analysis could not be performed.